Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lack of image was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during maintenance of equipment, the evis exera iii video system center did not display an image. A digital visual interface (dvi) output issue was identified. There was no procedure or patient involvement. Related patient identifier: (B)(6). Model #: cv-190/evis exera iii video system center/sn# (B)(6).

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a printed circuit board failure. Additional issues were identified during the device evaluation: wire found corroded; dust accumulation was found inside the unit; a burn mark was found on the top cover; a receptacle was found loose but not flickering; minor corrosion was found on the rear panel; and the front panel was yellowish. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.